Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced difficulty charging the ipg due to ipg depth. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated patient underwent surgical intervention on (B)(6) 2025 during which the ipg was anchored on both ends. The charger connected easily to the ipg and therapy was restored post-op.